Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high and low blood glucose levels. The customer has been to the physician. She was having issues with priming and holding down the act button to push insulin through. She had to press the act button two to three times to get it to go through. The customer experienced a low blood glucose level of 43 mg/dl, 52 mg/dl, and 61 mg/dl. The customer treated his low blood glucose level with food and small amounts of carbohydrates. Customer's blood glucose level went up to 502 mg/dl last week. The customer took a shot of insulin. She had a cotton mouth, fatigue, and elevated heart rate. The insulin pump alarmed no delivery. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button dome switch. Inspected the connector on the lcd and no unlocked connector was noted. Unable to perform self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. The insulin pump had cracked battery tube threads and minor scratched display window.